Event description:
Implant was explanted due to a loss of osteointegration. The dr reported that the pt's use of a temporary flipper and her smoking habit may have contributed to the loss of implant. This is the same pt as reported in MFR report #2029012199600033.